Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 11/30/2005, however the correct date is 12/5/2005. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
An application support manager (asm) was at site for didactic wet lab on (B)(6) 2019 and during the visit the doctor reported that earlier in the day he performed intralase on a patient and noticed a vertical gas breakthrough (vgb) in the left eye (os) which occurred during the procedure. The right eye was performed without any complications. The doctor opted not to the lift the flap of neither eye. Doctor reported that there might have been a corneal scar. The patient will be brought back at a later date to perform photorefractive keratectomy (prk) in both eyes (ou).